Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, cracked water tank cover, quick connect tubing was taped to the device, enclosure was cracked under the quick connect, quick connect was corroded, water tank was stained, line cord was very faded and worn, main block was corroded, front cover was broken on the upper left, interlock block was contaminated, float switch contaminated. Per functional testing, the device automatically failed on "ground bond and hypot" tests. The complaint was confirmed. The root cause was a faulty line cord. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced line cord, float switch, enclosure, membrane switch, water tank cover, pole clamp, main block and left and right block, front cover, reflux plug, hl-390 switch label. Performed preventative maintenance (pm) and calibrated the unit. The device passed all functional and delivery tests.

Event description:
It was reported that the device failed an electrical safety check. There was no patient harm or injury.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.